Manufacturer narrative:
H3: the cover was returned to the manufacturer for analysis. The reported issue was confirmed. Functional testing determined that "the system will not dock and the gantry was having trouble opening." Visual inspection confirm scratches , cosmetic damages and a warp in the one side of the cover. Codes associated with the cover: fdr 180, fdc 4307 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000147, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the bellows cover was warped and hitting the bracket on the left side when the gantry was retracted. The bellows cover was replaced and the system then passed a system checkout. The cover was returned to medtronic and is under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system would not dock and the gantry was having trouble opening. The system was not producing noises, but just taking a minute or two to establish the open command. It was unknown if re-homing the system resolved the issue. The door was not opened manually, it was opened using the buttons on the pendant. There was no patient involved.